Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample. Testing was repeated for the patient sample due to qc issues. The repeat results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse verified dispenses and checked alignments. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.